Event description:
The tech alleged the brake casters would rotate in a circle if pressure was applied to side of the brake caster while in brake mode. No pt impact.

Manufacturer narrative:
The tech replaced the brake casters to resolve the issue.